Manufacturer narrative:
(B)(6). Upon receipt at our post market quality assurance laboratory which indicated that the device did not record a battery system fault low voltage and no suspicious faults or resets were noted. The device's diagnostic data showed cell depletion pattern. Premature battery depletion was confirmed.

Event description:
Boston scientific received information that the device's battery was depleted too fast over the past year. Boston scientific technical services (ts) noted that the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. In addition, the device was malfunctioning. This crt-d was explanted. No additional adverse patient effects were reported.